Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 300-01-09 - equinoxe, humeral stem primary, press fit 9mm, 310-01-50 - equinoxe, humeral head short, 50mm (beta), 300-10-15 - equinoxe replicator plate 1.5mm o/s.

Event description:
It was reported that this 72 year old male was experiencing aseptic glenoid loosening. Patient had an increase of pain and deceased rom. Revision has not occurred. Outcome is continuing - bloods and patient to be seen in clinic to discuss next steps. The case report form indicates this event is possibly related to devices and unlikely procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: g3, h6 medical device problem code, type of investigation, investigation findings, and investigation conclusion. The following sections were corrected: a2, s5, b5, e1 address, g1 contact first & last name, email, g2, h6 clinical code, impact code, and component code. The pain and reduced range of motion reported may be the result of the suspected glenoid loosening as reported. However, the glenoid loosening cannot be confirmed and the underlying reason and/or any contributing factors to the event cannot be confirmed as the devices remain implanted and no radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 5 year(s) and 6 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening with a reported increase of pain and deceased rom (range of motion). A revision has not occurred and the outcome of this event remains continuing; stating bloods and patient to be seen in clinic to discuss next steps.